Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricle lead exhibited high pacing impedance and high capture thresholds. The physician capped and replaced the lead. The patient was in stable condition.